Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and found that the tip was bent. Therefore the reported condition was confirmed. The assignable root cause was determined to be due to wear caused by misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that prior to surgery the craniotome device had a "bent guard". There were no delays to the planned surgical procedure. A spare identical device was available for use. There was no information regarding patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.